Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: hemolysis hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ section: potential adverse events acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported an 81-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced a gastrointestinal bleed and developed hemolysis. The patient was transfused with one unit of packed red blood cells. The decision was made to withdraw care and the patient expired. Per medical safety officer (mso) review not enough information to associate use of the device with outcome.

Manufacturer narrative:
The investigation into the hemolysis and the vascular damage - peripheral vessel issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided.